Event description:
The pt has two leads (from the same lot). It was reported the pt suspected one of her leads was eroding through the skin. The doctor examined the lead site and the lead was not pushing through the skin. The pt's lead site was found to be red and irritated. A culture was taken and an infection was not present. On (B)(6) 2012, the doctor buried the lead deeper under the skin. The pt is doing well and no further complications have been reported.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.